Event description:
It was reported that during a cholecystectomy procedure, jamming occurred and the clip could not be fed into the jaw properly. Another device was used to complete the procedure. There were no adverse consequences for the patient. The doctor fired the device outside the patient to check its function until all clips were deployed.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The device was tested and it was cycled, fed, and formed the remaining staples as intended. The device was found to be fully functional and conforming. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hernia procedure, the device fired malformed staples. No further information is available. Another like device was used to complete the procedure. There was no patient consequence.